Event description:
Numbers on the display don't always show. A review of the system was conducted over the phone. The review indicated that segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.